Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited pacing impedance values of greater than 2000 ohms. Boston scientific technical services (bsc ts) reviewed a save to disk, and noted that all channels were clean and clear of noise. Episodes on the disk showed appropriate sensing. The right ventricular (rv) lead impedance for the majority of the time was 600 ohms. Bsc ts discussed that there could be a less than optimal ICD/lead connection issue, and suggested an x-ray be taken to asses the lead and setscrew position. Normal monitoring was recommended based on the information provided, and there were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.